Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2017865-2017-01710 and 2017865-2017-01711. The patient expired due to unknown causes. It is unknown if the device caused or contributed to the patient's death.